Event description:
A report was received that the pt was experiencing charging difficulties. The bsn rep attempted several troubleshooting methods without success. The decision was made to revise the location of the pocket site. The pt was reportedly doing well after the surgery.

Manufacturer narrative:
This is the final report.